Manufacturer narrative:
Physio-control further evaluated the replaced therapy pcb assembly and the cause of the reported issue was determined to be due to a shorted diode, designator d12, which caused the energy delivery circuit to not function.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and logged an event code in its memory. The event code is associated with a failure of the device to charge for defibrillation energy. At the time when the code is logged by the device, its charge function would be disabled and the device could therefore not provide therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the therapy pcb assembly and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and logged an event code in its memory. The event code is associated with a failure of the device to charge for defibrillation energy. At the time when the code is logged by the device, its charge function would be disabled and the device could therefore not provide therapy, if it were needed. There was no patient use associated with the reported event.